Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had the coils for 4 years and had lavh this past on (B)(6)' in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("urticaria "). The patient was treated with surgery (laproscipically assisted vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal and urticaria outcome was unknown. The reporter considered medical device removal and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil was imbeded in the wall of her uterus, I had the coils for 4 years and had lavh this past sept.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urticaria ("urticaria"), allergy to metals ("nickel allergy"), abdominal pain ("she had pain on her right side daily"), sneezing ("sneezing"), cough ("coughing"), hot flush ("she had hot flashes"), night sweats ("night sweat"), vaginal infection ("vaginal cuff infection"), cystitis ("bladder infection") and gastritis ("gastritis"). The patient was treated with surgery (laproscipically assisted vaginal hysterectomy). Essure was removed. At the time of the report, the embedded device, genital haemorrhage, urticaria, allergy to metals, abdominal pain, sneezing, cough, hot flush, night sweats, vaginal infection, cystitis and gastritis outcome was unknown. The reporter considered abdominal pain, allergy to metals, cough, cystitis, embedded device, gastritis, genital haemorrhage, hot flush, night sweats, sneezing, urticaria and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal, coil was imbeded in the wall of her uterus, she needed an ablation for her bleeding, nickel allergy, she had pain on her right side daily, sneezing, coughing, she had hot flashes, night sweat, vaginal cuff infection, bladder infection, gastritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2020: social media received events " coil was imbedded in the wall of her uterus, she needed an ablation for her bleeding, nickel allergy, she had pain on her right side daily, sneezing, coughing, she had hot flashes, night sweat, vaginal cuff infection, bladder infection, gastritis" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had the coils for 4 years and had lavh this past sept.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.